Event description:
It was reported the device was removed due to infection. It subsequently tested our of specification during manufacturer's analysis. No further patient complications have been reported as a result of this event.